Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a t10/11 stenosis spinal fusion, the spine clamp could not be removed. It was reported that the spine clamp was attached to two ao screws as there was no spinous process available in the surgical field. It was reported that the ao screws were removed in order to remove the clamp from the surgical field. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: corrected patient age and gender.

Manufacturer narrative:
Additional information: device lot number and manufacturer provided. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" (june 2017). The revised instructions for use (IFU) were provided with the notification.

Manufacturer narrative:
Correction: UDI number corrected and updated.